Event description:
Patient reported to his dentist that the hook of his oral appliance had broken loose from the upper tray. There was no harm to the patient. Investigation showed evidence that the patient had bitten down onto the lower tray, putting excessive force on the hook. The replacement device fabricated and sent to the patient.